Event description:
It was reported to boston scientific corp that while performing a sacrocolpoplexy, using an opc-capio open access suture capturing device, and while pulling the suture out, the physician could not find the needle/dart. The capio device was checked and it was reported that they were uncertain if the piece "remained within the pt or somehow ended up on the floor." The physician reported that the piece is so small that if it did remain within the pt there is no expectation of any problem. The procedure was completed with no reported complications for the pt.

Manufacturer narrative:
The complainant indicated that the device will not be returned to boston scientific corp therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A DHR review was conducted; there were no issues noted related to this complaint. A lot history search was performed; there were no other complaints for the reported lot.